Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the received box had two smaller boxes inside which are the standard bubble sensor boxes. A bubble detector label was present on both the boxes and the proper bubble sensors inside. Additionally, there was a larger label on these boxes with the model number of the ordered batteries but there were no batteries inside. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a labeling issue. The customer had ordered two s5 system batteries. Upon receipt it was discovered the box also contained labeling for bubble sensor. The boxes contained bubble detectors but no batteries. There was no patient involvement.